Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit less than 20 ohms shock impedance. Further troubleshooting was to be done. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.